Event description:
In 2007, it was reported that a patient had successful implant of a bifurcated device, and a proximal cuff in 2005. At a follow up visit, a proximal type I endoleak was detected. Two and a half months prior to original date, patient was brought in to treat the endoleak with two additional proximal cuffs. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication of the procedure. Hospital discarded device.